Event description:
Intralipid tubing found on floor beside patient bedside. Tubing disconnected spontaneously, staff did not state exactly where disconnected but looking at tubing looks like tubing disconnected from needle free valve port, needle free valve port not included in this tubing that was saved.is event health it related?nodevice #1is device involved in hit issueno